Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.(B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38x3.5mm target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 3.50x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion. However, the stent structure was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a promus element ous, mr, 3.5 x 38mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damaged struts in the centre region, struts were pulled and distorted. It is likely the crimped stent may have encountered resistance & subsequent damage during attempts to withdraw the device through the severely calcified and moderately tortuous lesion site. The stent od (outer diameter) of the undamaged section was measured and is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38x3.5mm target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 3.50x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion. However, the stent structure was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.